Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 568 mg/dl. Manual insulin injections were used to address bg. Reportedly, incomplete fill tubing and incomplete cannula fill alerts occurred due to the customer not completing the load sequence. Tandem technical support educated the customer on incomplete alerts. The customer reverted to manual injections for insulin therapy.